Event description:
The pt experienced a shocking or jolting sensation throughout her entire body that came on suddenly. There was no known accident or incident related to the event. The pt had reported that the event to her health care professional (hcp) and the plan was to turn down the settings at her next appointment. The pt was encouraged to continue to address the issue with her hcp. The pt was at home and her condition was reported to be "fair". Add'l info has been requested from the hcp, a follow-up report will be sent if add'l info becomes available. See manufacturer's report #3004209178-2008-04328.